Event description:
It was reported that when an asymptomatic patient presented in the operating room for a generator change-out due to normal eri, externalized conductors were observed via x-ray. No electrical testing was performed due to the low device battery. The lead was capped and replaced with no complications.

Manufacturer narrative:
A partial lead with the connector pin measuring 11.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).